Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with an unspecified medicine for the peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from the event. Dianeal therapy was ongoing. No additional information is available.